Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, tubing was discolored. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the incident sample was returned for evaluation and a visual inspection revealed there was some discoloration of the tube. A review of manufacturing process revealed that the container used to wash the tubing , using lysol and water, was too small and the liquids were not fully mixed together which probably caused the discoloration. The work instruction for this step of the manufacturing process was updated with pictures and comments to ensure the proper size of container will be used for this step of the process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.